Manufacturer narrative:
Phillips is in the process of obtaining more information concerning this event, and this complaint is still under investigation.

Event description:
A patient went from bradycardia to asystolic and the hospital technician could only view the alarm limits.